Event description:
The manufacturer received information alleging a ventilator reported critical errors. The internal battery has permanently failed. There was no harm or injury reported. No medical interventions were specified. The device has been returned to the manufacturer and is waiting evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator reported critical errors. The internal battery has permanently failed. There was no harm or injury reported. No medical interventions were specified. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.